Event description:
The customer obtained a single non-reproducible lower than expected glucose result from patient sample using vitros glu chemistry slides on the vitros 5,1 fs chemistry system. A biased result of the direction and magnitude observed may lead to inappropriate physician action. The non-repeatable lower than expected vitros glu result was reported from the laboratory. A corrected result was issued and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
Investigation into this event was unable to determine a definitive cause. Relevant data log files were analyzed and no analyzer or reagent error was identified. It was confirmed that the sample involved in the event was not processed in accordance with the sample collection tube manufacturer's recommendation. Therefore, pre-analytical sample processing could not be ruled out as a possible contributor. The root cause of this event is unknown.